Event description:
Customer reported that the battery in their insulin pump was not charging. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.